Manufacturer narrative:
The device was not returned. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the closure device released prematurely. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. A 33mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed. After several partial recaptures due to the anatomy, the device was in position. Transesophageal echocardiogram (tee) was performed to check the device position. After the tug test, the device released without turning the knob. The closure device stayed in place; however a big shoulder was observed. No patient complications were reported. The device remained in position and the patient condition was fine.